Event description:
The icp sensor was in place for 5 days. The sensor got disconnected from the base. No signal anymore. Warning of the monitor. The device was removed by the nurse. It was not replaced (no indication). No clinical consequence.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available

Manufacturer narrative:
Complaint sample was not returned to codman for evaluation. In the absence of the complaint sample, a review of the quality records for product 82-6631; lot crdc4t was conducted and prior to distribution no discrepancies were noted. The difficulty reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.